Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn:m365sc3138250, model:sc-3138-25, serial:(B)(6), batch: 20090602, UDI: (B)(4). Product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 20047404, UDI: (B)(4).

Event description:
It was reported that the patient developed and infection at the implantable pulse generator (ipg) incision site. Symptom of discharge and drainage were noted. It was believed that the infection was not procedure related, and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.